Event description:
It was reported that the patient expired. The patient had a terminal illness; the cause of death was not reported. Per the reporter, the death was unrelated to the implanted device system. The pump contained morphine sulfate 10mg/ml and bupivicaine 40 mg/ml. The infusion rate was 0.275 ml/day.